Event description:
It was reported that when the tibia fixation of the graft began, the screw broke in its distal part making it impossible to pass it through the tibia canal. A backup was used to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.